Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that during the index procedure the proximal edge of the stent graft covered the primary left renal artery. The artery was unsuccessfully attempted to be cannulated with a stent but efforts had to be suspended. It was noted that the accessory renal artery would provide at least 40% perfusion to the left kidney. As per the physician, the cause of the event was anatomy related as the patients left renal artery was quite anterior and even adjusting for parallax on deployment of the endurant it ended up being covered. No additional clinical sequelae were reported and the patient is fine.